Manufacturer narrative:
Additional information: based on the received information and impedance measurements, damage to the active electrode due to minute device mobility is suspected. Additionally the ground path impedance is elevated. To determine an exact root cause a device investigation would be necessary. Re-implantation surgery is scheduled for (B)(6) 2016.

Event description:
The patient has had a progressive loss of functioning electrode channels. The patient will be re-implanted on (B)(6) 2016.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has had a progressive loss of functioning electrode channels. Further tests are scheduled.

Manufacturer narrative:
Conclusions: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. In addition, further damages to the active electrode caused by minute device mobility were observed. These damages are likely related to a mobilisation of the electrode, possibly caused by an impact. Furthermore, an increase of the ground path impedance was noted during in situ measurements over time; however investigations did not reveal any problem which might have led to the observed event. According to r_d expert, the increase of the gpi is related to the rising impedances on several channels. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient has had a progressive loss of functioning channels. No trauma has been reported. The patient has been re-implanted on (B)(6) 2016. As per new information received, the patient is doing well with the new device.